Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. Part: 03.010.473; lot : 2l42501; release to warehouse date: 05 march 2019; expiration date: na; supplier: na; manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the clamp was missing. Additionally, the tip of the driver exhibits signs of wear. No other problems identified. A dimensional inspection was unable to be performed due to no being applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inter-lock screwdriver combined t25/hexa would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2022, a customer reported a damaged/not working screwdriver after multiple uses. There was no reported patient harm or surgical delay. Upon manufacturer investigation, it was determined that the clamp was missing. Additionally, the tip of the driver exhibited signs of wear. This report is for an inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).